Event description:
It was reported that the vascular stent was found to be fractured and occluded eight months post placement in the right mid sfa. Reportedly, the pt returned to the hospital with claudication symptoms. A thrombectomy device was used to re-open the occlusion. A pta was performed and two covered stents were placed in overlapped technique to successful treat the pt. No pt injury was reported.

Manufacturer narrative:
The lot history records could not be reviewed, as the lot number of the subject device was not available. No product catalog number was provided. The investigation is currently underway.